Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 175 cm., body mass index (bmi) 35.3 kg/m2.

Event description:
A patient in a study underwent a da vinci-assisted benign hysterectomy and salpingo-oophorectomy procedure. During the procedure, a left-sided ureteral injury with urinoma occurred. An allium ureteral stent and a double-j catheter (stent-in-stent) were placed on three days later, and the patient was started on antibiotics (ampicillin/sulbactam). No specific instrument was involved in the injury; traction or stretching of the ureter seems to be the most likely reason. Prolonged hospitalization was reported. The event was deemed resolved four days later; discharge to home occurred the same day. It was reported that there were no intra-operative device deficiencies. The study investigator reported the event as moderate, a serious adverse event (requiring medical or surgical intervention), an oslo classification grade ii, probably related to the study procedure, but not related to the patient's underlying disease status, not related to the da vinci investigational device, and not related to a third-party device.